Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: review of the customer data found that there is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications. Customer result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The customer reported receiving two positive sars-cov-2 results for sample ID (B)(6) on two different alinity m instruments and one "not detected" result on the m2000 instrument. The alinity m results logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications based on the elements reviewed in this section. The result log for the m2000 run was not available and was therefore not able to be analyzed any further. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amplification kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 and components. This CAPA review did not identify any existing internal issues or non-conformances that are related to the reported complaint. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while usingalinity m resp-4-plex amp kit (list 09n79-096) lot 522088. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 was not identified.

Event description:
The customer reported a potential false positive sars-cov-2 result on the alinity m resp-4-plex assay. A sample was tested twice on two different alinity m instruments and generated positive results. The controls were valid. The sample was then tested on the m2000 instrument and the result was "not detected." The customer reported the results as not detected. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
The customer reported a potential false positive sars-cov-2 result on the alinity m resp-4-plex assay. A sample was tested twice on two different instruments (one alinity m and one m2000 instrument) and generated positive results. The controls were valid. The customer reported the results as not detected. There was no report of impact to patient management.